Manufacturer narrative:
The unit was unable to prime during prime and compromised force sensor test due to faulty fsr gold. The motor tested outside device and passed. There was no motor error alarm noted. The unit had minor scratches to lcd window, cracked reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, battery tube threads, stained address or serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting a bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 516 mg/dl. No further information reported.